Event description:
It was reported that patient presented for unrelated procedure. It was noted that implantable cardiac defibrillator (ICD) exhibited incorrect measurement and showed inaccurate longevity data. No intervention was performed. There were no patient consequences noted.